Event description:
It was reported that as the roller pump is moving, it appears to be skipping. There were no adverse consequences to the patient reported as a result of this event. Note: the date of the event was not reported.

Manufacturer narrative:
Evaluation in progress, but not concluded.